Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed and was determined to be use related. One 0.038 in. J-tip guidewire in a dispenser hoop, one 18 g introducer needle, one 20 cm niagara catheter with a stiffening stylet inserted, one 13 fr dilator, one 14 fr dilator, one attachable suture wing, and two silicone end caps were returned for evaluation. An initial visual observation showed blood residue on the introducer needle, guidewire, catheter, and attachable suture wing. The guidewire was observed to be stuck within the introducer needle. The coiled wire of the guidewire was observed to be unraveled and the core wire was observed to be broken. The distal end of the broken core wire was observed to protrude approximately 5 cm distal to the needle tip and the guidewire was observed to be bent about 6 cm proximal to the needle hub. A microscopic observation revealed the needle bevel was damaged. The break site of the core wire was observed to be tapered with a granular surface texture. The guidewire was able to be pushed out of the needle with some resistance, and, once the guidewire was removed from the needle, a large amount of blood residue was observed on the section of the guidewire that was within the needle. The location and characteristics of the break in the guidewire and the damage observed on the needle bevel suggest the guidewire was withdrawn against the needle bevel, which caused it to become stuck and, ultimately, break due to excessive tensile force. The product IFU cautions: ¿do not pull back guidewire over needle bevel as this may sever the end of the guidewire. The introducer needle must be removed first. Also, if unusual resistance is met during manipulation of the guidewire, discontinue the procedure and determine the cause of resistance before proceeding. Withdraw needle and guidewire if cause of resistance cannot be determined.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guide has difficulty passing through the needle and when maneuvering it gets stuck making it difficult to use so they decide to remove it. On (B)(6) 2018 the returned wire is frayed and unraveled.